Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, da vinci removal of sacrocolpopexy, polypropylene mesh, revision of vaginal cuff on (B)(6) 2013 due to abdominal pain and mesh erosions of vaginal cuff.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a robotic-assisted sacral colopexy, bso and anterior colorrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and erosion. No additional information was provided.